Event description:
A patient reported being implanted with a device two to three weeks prior to (B)(6) 2016 and having an infection. She didn't think the infection was due to the implant but she didn't know. She didn't know what type of infection it was, she was treated with antibiotic pills, and then had a second surgery with second device on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.